Manufacturer narrative:
Occupation: lay user / patient. Conclusion: although a temporal relationship exists between the liberty cycler and liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set, and the adverse event of peritonitis. While there was an allegation made against late delivery of the replacement liberty cycler contributing to the patient¿s hospitalization, there is no documentation or indication that any fresenius device(s) caused or contributed to the adverse event. There is however a possible association between the reported event of peritonitis and a breach in aseptic technique during pd therapy given the organism cultured was staphylococcus epidermidis. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
Information in the complaint file and medical records were reviewed. On (B)(6) 2017 the daughter of the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient had been hospitalized in the intensive care unit (ICU) from (B)(6) 2017 through (B)(6) 2017 for acute peritonitis. The patient arrived to the emergency room (ER) on (B)(6) 2017 after missing two pd therapy treatments on (B)(6) 2017 and (B)(6) 2017 and was experiencing generalized malaise, fatigue and weakness. The reason for the missed treatments was due to the patient being on vacation and experiencing pl blocked alarms. Customer service advised the patient to perform manual exchanges until a replacement cycler arrived, however the patient did not have the supplies to perform manuals. A pd fluid culture was obtained (collection date unknown) and was positive for staphylococcus epidermidis (result date unknown). Blood cultures were also obtained (collection date unknown) and were positive for staphylococcus capitis. Additionally an elevated ¿white count¿ (result unknown) was noted in the records. The patient was diagnosed with acute peritonitis and started on intraperitoneal (ip) vancomycin (route and dosage unknown) for 3 weeks. Per the discharge summary, the patient¿s condition continued to improve and the patient was transferred out of the ICU (date unknown). During a follow up call with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2017 it was reported the patient did not experience any injury or fluid overload as a result of the missed pd treatments. Per pdrn, it is unknown what may have attributed to the infection, as the patient reported utilizing proper aseptic technique when performing pd therapy. No fluid leaks were reported prior to the infection. The pdrn indicated the patient¿s signs and symptoms of peritonitis have resolved, and the patient has since been able to continue ccpd therapy with the new cycler without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed. On (B)(6) 2017 the daughter of the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient had been hospitalized in the intensive care unit (ICU) from (B)(6) 2017 through (B)(6) 2017 for acute peritonitis. The patient arrived to the emergency room (ER) on (B)(6) 2017 after missing two pd therapy treatments on (B)(6) 2017 and (B)(6) 2017 and was experiencing generalized malaise, fatigue and weakness. The reason for the missed treatments was due to the patient being on vacation and experiencing pl blocked alarms. Customer service advised the patient to perform manual exchanges until a replacement cycler arrived, however the patient did not have the supplies to perform manuals. A pd fluid culture was obtained (collection date unknown) and was positive for staphylococcus epidermidis (result date unknown). Blood cultures were also obtained (collection date unknown) and were positive for staphylococcus capitis. Additionally an elevated ¿white count¿ (result unknown) was noted in the records. The patient was diagnosed with acute peritonitis and started on intraperitoneal (ip) vancomycin (route and dosage unknown) for 3 weeks. Per the discharge summary, the patient¿s condition continued to improve and the patient was transferred out of the ICU (date unknown). During a follow up call with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2017 it was reported the patient did not experience any injury or fluid overload as a result of the missed pd treatments. Per pdrn, it is unknown what may have attributed to the infection, as the patient reported utilizing proper aseptic technique when performing pd therapy. No fluid leaks were reported prior to the infection. The pdrn indicated the patient¿s signs and symptoms of peritonitis have resolved, and the patient has since been able to continue ccpd therapy with the new cycler without further issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter reported a pd patient had not been able to complete pd treatments for two days pending delivery of a replacement dialysis cycler and ended up in the intensive care unit (ICU) for a week. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient did not revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatments pending delivery of the replacement cycler, thus two treatments were missed on (B)(6) 2017. The pdrn stated the patient last performed peritoneal dialysis therapy on (B)(6) 2017 and stated the patient ended up being hospitalized from (B)(6) 2017 due to staphylococcus epidermidis peritonitis. The pdrn stated there was no report of fluid overload as a result of the missed treatments. Per pdrn the patient did report practicing aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. The pdrn indicated a replacement cycler was delivered and the patient¿s signs and symptoms of peritonitis have resolved, and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. No sample was available to be returned for evaluation. Medical records were requested.